Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : there was no call for service dispatched at this time.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance troubleshooting a fiber optic sensor failure alarm. Troubleshooting revealed the balloon was not fiber optic; it was a mega 50cc balloon. Photos of both the iabp monitor screen as well as the cables in the pump which verified there was no fiber optic available. Instructed replace switch out the console which resolved the issue. There was no patient harm reported.